Manufacturer narrative:
Patient age now provided.

Event description:
A medtronic representative reported that there was an inaccuracy in a frontal lobe tumor resection case. With the patient in a supine position, the surgeon tried a touch-n-go registration. It passed with predicted accuracy of 2.3, but the surgeon felt inaccurate so they proceeded to try a point merge registration. Again they were inaccurate, ~4mm posteriorly, however, the surgeon decided to continue the procedure as planned with navigation. There was no impact to patient outcome.

Manufacturer narrative:
The software investigation has not been completed.

Manufacturer narrative:
An archive of the exam and registration was analyzed by engineering. The fiducial placement on the head could have been varied by placing additional fiducials near the region of interest. Most of the fiducials were placed on the top of the head. The green sphere of accuracy could have been improved by adding storing and matching point anterior to the region of interest. This information was communicated back to the field. Mnav field representative reported that the surgeon has been using an alternative registration method with success on additional cases. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.